Event description:
It was reported the patient experienced dyspareunia on (B)(6) 2013 and the elevate pc anterior device was removed. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
Additional info.

Event description:
Additional information was received stating local estrogen was prescribed on (B)(6) 2013 and was to be applied three times a week. It was also stated that the mesh was partially removed on (B)(6) 2013. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.